Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 2ml of juvéderm® volite¿ into hands by cannula (1ml each hand). A month later, patient was injected with [unspecified] juvéderm® volift¿ into nasolabial area. The following month, patient was ill with viral tonsillitis (not device related) first half of last month, and in the second half of started to be expressed the itching of hands dorsal surface, followed by light edema. The 2nd injection of juvéderm® volift¿ injected into nasolabial area was hardened, but not painful during palpation. The last week treatment was noted as dexamethasone 8 mg for 5 days, the antihistamine medication for the evening." Symptom information not provided. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-47303). This emdr is being submitted for 2nd injection.